Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for evaluation; however, a photograph of the sample was received for a visual inspection. The photo showed that the tube was detached from the connector. The reported issue was confirmed. The reported item is manufactured to withstand forces up to 3.0 pounds, if a force greater than 3.0 pounds is exerted between the purple connector and the tube then the purple connector will detach from the tube. The current manufacturing process was reviewed and all product manufactured is meeting quality and manufacturing specifications. No further actions are deemed necessary at this time. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the purple end connector coming off tubing.